Event description:
It was reported by service report that the cot has a damaged retaining post. Customer could not determine if there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Pin bracket.